Event description:
When trying to place the device in the pt's mouth, the camera mounted hits the lucas device. The camera was on, and I pulled it off to make room and the screen went dark. When trying to power the camera back on, it was dead. We replaced the batteries and attempted once more. When we slid the screen back into position it was showing highlighter green and purple (it looked like night vision looking towards a direct light source). With minor adjustments to the screen being seated we got the picture back. However, considerable time was taken attempting to troubleshoot the camera. At shift change, a supv looked over the king vision and found the same issue with the bad connection resulting in a highlighter green screen. FDA safety report ID# (B)(4).